Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of unresponsive keypad and no delivery alarms with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states trying to trouble shoot by replacing infusion sets and continuing to receive no delivery alarm. The customer also states having to go to medical tent at an even for their high blood glucose level. The customer states the most recent blood glucose was 330mg/dl. The customer was advices to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis and being replaced.